Manufacturer narrative:
Patient information could not be provided due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation is ongoing. A follow up-report will be submitted once the investigation has been completed. Patient information could not be provided due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation is ongoing. A follow up-report will be submitted once the investigation has been completed.

Event description:
The hospital reported that, during a procedure, the display screen showed white stripes, a continuous alarm sounded, and the unit stopped mechanical ventilation. There was no reported patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed that there was no display on the screen but was not able to confirm an interruption of ventilation. The lcd display screen was replaced which resolved the issue.